Event description:
Boston scientific received info that the pt presented at the office for evaluation of drainage from subcutaneous implantable cardioverter defibrillator (s-ICD) pocket/incision area. The posterior edge of the device was eroding through the skin. The pt was admitted to the hospital and the s-ICD system was explanted. The pt was administered antibiotics. No add'l adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.